Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, non-malignant pain, post traumatic neuralgia, bilateral trigeminal neuralgia and complex regional pain syndrome (crps). It was noted that the patient currently had 4 implantable neurostimulators (ins). It was reported that the patient had been having infections off and on since (B)(6) 2013. The infectious disease doctors would get it cleared up, until it got to the point where it was life or death. The patient did not know when it became life or death, as she had brain surgery prior to getting her device and her memory was impacted. Further follow-up is being conducted to clarify how the infections became life threatening and what actions or interventions were performed. If additional information is received, a follow-up report will be sent.